Manufacturer narrative:
The other devices listed in this report: cat. No.: 06-4005, c-taper cocr lfit head 40mm/+5, lot code: plkmle. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient stated that he had a stryker hip replacement 1995, a revision of the primary in 2009 (stryker replacements). And a second revision on (B)(6) 2016. The first revision was due to looseness (patient fell in 2007 and hip became loose). His second revision was due to sharp pains. Patient had right side surgery. This MDR is for the second revision.

Manufacturer narrative:
An unknown screw was added to this report after submission of the initial report. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. An event regarding pain involving a trident 0 deg instrument 40mm was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: there is no clinical or past medical history, no x-rays, no listing of the implanted components in either the primary or the revision surgeries, no primary or first revision operative reports, and no examination of the explanted components available for review. Based upon the information available for review, no determination can be made regarding the indications for the two right total hip arthroplasty revision surgeries. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been one other event for this lot. Conclusions: the exact cause of the reported pain could not be determined. The patient did fall in 2007 and the hip became loose. This fall may have likely cause pain to the patient. A review of the provided records by a clinical consultant ¿there is no clinical or past medical history, no x-rays, no listing of the implanted components in either the primary or the revision surgeries, no primary or first revision operative reports, and no examination of the explanted components available for review.¿ ¿based upon the information available for review, no determination can be made regarding the indications for the two right total hip arthroplasty revision surgeries.¿ a CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient stated that he had a stryker hip replacement 1995, a revision of the primary in 2009 (stryker replacements). And a second revision on (B)(6) 2016. The first revision was due to looseness (patient fell in 2007 and hip became loose). His second revision was due to sharp pains. Patient had right side surgery. This MDR is for the second revision.